Event description:
It was reported that the pump was hot to the touch despite being in room-temperature conditions. The customer's blood glucose was 148 mg/dl. Technical support arranged for a replacement pump, and the customer planned to use a backup insulin pump to ensure continuous insulin delivery.